Manufacturer narrative:
A4 - weight: i85. A4 - weight: units (patient): not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported multiple line blocked alarms. The first event happened 2 days ago and he changed out his cassette and infusion set but still received the alarm. The patient decided to revert to mdi for a couple of days after receiving the alarm multiple times. He attempted to resume with pump therapy and he changed out his cassette and infusion set and he immediately received another line blocked alarm. On the first event, the patient was using aspart (novalog) and on the second event, the patient was using a flex touch form of lantis. The pss explained to the patient that lantis was a long-acting form of insulin and was not approved for pump use. The patient removed the cassette and infusion set. There was no bent cannula. No damage to tubing. No leaks or smell of insulin. No visible air bubbles. The patient was wearing his infusion set on his abdomen area. He was at work the first time he received the alarm, and he was trying to get reconnected to the pump when he received the line blocked alarms again. The patient changed out his cassette and infusion set again and filled the cassette with the aspart (novalog) at room temperature to attempt to resolve issue. The patient's glucose level was showing 395 mg per dl in halo. The patient did not have symptoms and did not check for ketones. At the end of the call, the patient's glucose level was at 341 mg per dl. The pss asked the patient if was going to treat for his elevated glucose level and he stated he was going to allow the pump to modulate his insulin delivery in hopes to get him back in range. The patient does have a backup plan of insulin pens. He did not require medical assistance. The pss will process a return order for 2 cassettes and 2 cleo infusion sets. The patient was back in loop and his glucose levels were steadily decreasing. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 58 years old non-hispanic/latino white male weighing 185. The event occurred while in use with patients.